Event description:
It was reported the rigid endoscope telescope's outer lens was shattered. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of outer lens was shattered was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to excessive force as a result of an impact or a fall on the distal end of the optics. Olympus will continue to monitor field performance for this device.